Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose reached 300 mg/dl while wearing the pod between 5 and 24 hours on the leg. The patient reported the pod cannula was not inserting properly and caused skin redness and irritation. The patient discovered the pink slide insert did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. As treatment, a new pod was applied.